Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The event history log was reviewed and there was evidence of a 1871 error code. A functional check was performed and the pump was visually inspected. The reported error code 1871 was confirmed. The pump was found to be displaying "1871" error code message on power up during the investigation. The motor was found locked up not operable. The defective motor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump alarmed error 1871 during testing. There was no patient involvement.